Event description:
It was reported that before a laparoscopic bariatric procedure, the blue ancillary trocar tip was pulled out of the sterile packaging with the tip broken off. There was no patient consequence.

Manufacturer narrative:
The analysis results found that the device was received with the ancillary trocar tip broken, otherwise in good visual condition. The device was received with the breakaway washer present, uncut and fully loaded with staples. The device was tested for functionality with the returned washer. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was noted to be complete. It could not be ascertained as to how the damage to the ancillary trocar occurred. It should be noted that if torque or excess force is applied to the ancillary trocar, it may cause the trocar to break. While no conclusion could be reached as to how the reported damage occurred; it should be noted that all devices are inspected 100% for staple and washer presence by an automated vision system, and are visually inspected 100% as a final check.